Event description:
It was reported that during the implant procedure, the pacing threshold measurements on this right ventricular (rv) lead were too high. The lead was removed from the patient and the procedure was cancelled. No adverse patient effects were reported, but the patient remained hospitalized. The attempted lead was expected to be returned for analysis. The product has been received for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, the pacing threshold measurements on this right ventricular (rv) lead were too high. The lead was removed from the patient and the procedure was cancelled. No adverse patient effects were reported, but the patient remained hospitalized. The attempted lead was expected to be returned for analysis.